Event description:
Information received indicates after the brake is applied, the casters continue to swivel.

Manufacturer narrative:
The technician found the casters were worn. He replaced the casters to repair the stretcher.